Event description:
Per the clinic, the patient experienced a scab behind the ear (specific date not reported). Subsequently, the patient was treated with oral and topical antibiotic (specific date not reported). The implanted device remains.